Event description:
Procedure type: lobectomy. According to the reporter: egia60axt reloads were used for every firing. No problem to complete the third firing. After the 4th firing was done, the black return knob stopped half-way and it would not be returned back to the end, and the jaw could not be opened. Reported that tissue was considerably thick that a doctor felt some difficulty in squeezing the handle to fire the device. However, no strange sounds were confirmed. Additional tissue resection on the proximal side of sulu was required to release the device from tissue. There was some oozing bleeding. Using a competitive device, the case was completed with no problem. Operating time extended: more than 30 minutes. No malformed staples were observed in the returned sample of sulu. It is unk whether reinforcement material was used. It was reported there was no specific cause of the tissue thickness, and the pt history was negative for preoperative radiation or other factors that would have changed the tissue texture/characteristics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).